Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, urinary problems, emotional distress, pain, recurrence and a product problem. The plaintiff also experienced leakage, nocturia, other specified genital prolapse and urge incontinence. Furthermore, it was reported that the plaintiff died. The causes of death reported were cardiorespiratory arrest, hypoxic anoxic encephalopathy, cardiopulmonary resuscitation, and aspiration. Related to MFR # 2183959-2016-00032, 2183959-2016-00034.